Manufacturer narrative:
During inspection and testing, the foreign material around the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service confirmed the device was leaking from the bending section cover due to a cut. The objective lens was chipped and scratched, the adhesive on the bending section cover was detached, the right/left knob and the up/down knob were dirty, the switch button 1 was scratched, the bending angle in the up/down direction was out of specification due to wear of the angulation wire, the insulation resistance value at the distal end was out of specification due to a cut on the bending section cover, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking from the bending section cover. There was no harm or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed around the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material around the forceps elevator). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue, additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Correction to g3 of the initial medwatch: the date received by manufacturer should be feb. 27, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the reprocessing steps recommended in the IFU were not performed completely due to the leak caused by the perforation of the bending section cover (a-rubber), which resulted in foreign material remaining at/around the forceps elevator. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported issue (the subject device was leaking from the bending section cover): the device was inspected prior to use. The reported issue occurred during receipt inspection of the device. There was no patient or procedure involvement or impact. Further follow-up confirmed the customer follows the cleaning, disinfection, and sterilization processes as per training provided, and according to the device's instructions for use (IFU). The user facility performs the following steps per the IFU: inspection & pre-cleaning, leak testing, cleaning & manual brushing, disinfection & rinsing.